Event description:
It was reported by the pt's attorney that the pt underwent right total knee replacement in 2003. The pt's knee became unstable leaving the pt unable to ambulate in a stable manner. As a result, in 2005, the pt's right knee was revised where the femoral component was noted to be internally rotated and slightly proximally positioned. The femoral, tibial and patella components were all removed and replaced and a posterior stabilized rotating platform was implanted.